Manufacturer narrative:
Added: d3. Corrected: d4 (serial). Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Placement signal issue/low or blocked flow: based on the data log analysis and clinical details provided, biological material ingestion is noted. However, it cannot be confirmed if it is the cause for the placement signal issue or low or blocked pump flow noted without returned product or sufficient clinical details regarding positioning, patient conditions or additional devices.

Event description:
An impella 5.5 device was placed via an axillary/subclavian arterial approach in a patient of unknown age and gender for acute myocardial infarction complicated by cardiogenic shock (ami/cgs), presenting in society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. During impella 5.5 support, the clinic reported a continuous ¿pump position unknown¿ alarm. Attempts to increase the impella performance level resulted in suction alarms. Following device explant, thrombus was observed within the cannula. It was reported that thrombus was observed on the inlet cage, with no thrombus identified at the outlet. The activated clotting time (act) at the time of explant was reported as 160 seconds. During explant, the patient received 10,000 international units of heparin, and coagulation abnormalities were noted. Thrombogenic material distal to the anastomosis was removed. The reported findings were considered in the context of suspected coagulopathy. The outcome at explant was survival. Thrombus formation is a known potential risk associated with mechanical circulatory support and may be influenced by critical illness, cardiogenic shock, anticoagulation status, and underlying coagulopathy.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.